Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top case chipped by back button and right plunger case is racked. Customer?s reported issue was not duplicated during power-up process. The root cause of the reported issues was not determined. Actions taken to mitigate the reported issue: replaced plunger board and left plunger case for preventive. Performed all functional tests which passed. UDI information is unknown.

Event description:
It was reported that check syringe plunger sensor event occurred. No patient injury reported.